Event description:
The following was reported to hamilton medical ag: summary: standard exchange. Ham-160382 mainboard. Alarm technical fault 431017. Try to exchange mainboard this c2 can use to be normally.

Manufacturer narrative:
Hamilton medical comes to the following conclusion: the mainboard has been identified to be the faulty component. Replacement of the defective component.